Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue reoccurred. Further information was requested but not received.

Manufacturer narrative:
The reported event of inability to connect to the device via remote monitoring was confirmed. Based on the review of the patient app logs, it was determined that there were several connection failures due to public identity key not being configured correctly. The root cause of the issue was unable to be determined.